Event description:
It was reported by the clinical engineer that last thursday, there was an intra-aortic balloon (iab) rupture. It seems that restarting the intra-aortic balloon pump approximately 3 times took place. The purging of the balloon numerous times caused the blood from the pt to make its way all the way inside the pump. The pt came from the operating room with the blood already backed up. The intensive care unit staff identified the problem, stopped the machine and got the pt back up to the cath lab for exchange of the catheter and a new machine. The entire length of tubing was full and the machine had blood all the way to the purge bottle, which only removes moisture build up in the line.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.